Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, lead noise issue was observed on the rv lead. No intervention has been performed. Lead will be monitored. Patient was stable.

Event description:
New information received on november 20th, 2018 states that lead has an unspecified oversensing issue. Lead was capped on (B)(6), 2018 and a new lead was implanted. No further information is available.